Manufacturer narrative:
The reported issue of dim segments was confirmed on 9 out of 9 returned boards. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 9 out of 9 lvp display board assemblies exhibited dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing. Review of the sn (B)(4) service history record showed the device had a manufacture date of 10/05/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/11/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that nine lvp display boards needed to be replaced for dim segments. There was no patient involvement.

Event description:
It was reported that nine lvp display boards needed to be replaced for dim segments. There was no patient involvement.

Manufacturer narrative:
The reported issue of dim segments was confirmed on 9 out of 9 returned boards. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 9 out of 9 lvp display board assemblies exhibited dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing. Review of the sn (B)(6) service history record showed the device had a manufacture date of 10/05/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/11/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.